Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was between 200-400 mg/dl with ketones and it was addressed with a bolus from a backup pump. Troubleshooting did not occur with tandem&#38112;technical support as the alleged issue occurred in the past.